Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Results: a sample was not returned for evaluation. A review of the device history record was not completed as this issue is a confirmed complaint and steps have been taken to resolve it. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Refer to CAPA (B)(4).

Event description:
It was reported that 21 g x .75 in bd vacutainer® winged safety push button blood collection set leaked blood onto a nurses' hands from thread level due to a cracked hub. In a separate incident blood flew in the tubing before tube insertion. There was no injury or medical intervention reported.